Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, recurrence, infection, and open wound. Post-operative treatment included wound vac and mesh revision/removal with two consecutive implants of new mesh (parietex and composix ex).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced chronic pain, adhesions, recurrence, infection, mesh separated/pulled away, obstruction, ileus, abdominal pain, constipation, vomiting, nausea, pannus, fungal infection, and open wound. Post-operative treatment included revision surgery, wound vac, lysis of adhesions, removal of multiple tacks, and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, adhesions, recurrence, infection, mesh separated/pulled away, obstruction, ileus, abdominal pain, constipation, vomiting, nausea, pannus, fungal infection, and open wound. Post-operative treatment included revision surgery, hernia repair with mesh, wound vac, lysis of adhesions, removal of multiple tacks, and removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, adhesions, recurrence, infection, mesh separated/pulled away, obstruction, ileus, abdominal pain, constipation, vomiting, nausea, pannus, fungal infection, drainage, and open wound. Post-operative treatment included revision surgery, hernia repair with mesh, wound vac, lysis of adhesions, removal of multiple tacks, debridement, CT-scan, and removal of mesh. Relevant tests/laboratory data: 16 may 2016: office note- CT scan revealed a recurrent ventral hernia. 09 jan 2017: office visit: CT scan revealing hernias. 23 mar 2017: office visit- CT scan from emergency room visit showed multiple ventral hernias. Appears herniation has occurred to the right of the previous mesh. 14 mar 2018: CT scan of abdomen/pelvis showed ventral incisional hernia containing small bowel with partial small bowel obstruction. 26 mar 2018: CT scan showed dilated loops of small bowel, large ventral hernia. Transition point within large hernia, which appears to be related more to adhesions that mechanical constriction for the hernia. 29 mar 2018: kub of abdomen: findings concerning for partial small bowel obstruction or ileus.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced mental pain, disability, impairment, loss of enjoyment of life, defective mesh, chronic pain, adhesions, recurrence, infection, mesh separated/pulled away, obstruction, ileus, abdominal pain, constipation, vomiting, nausea, pannus, fungal infection, drainage, and open wound. Post-operative treatment included revision surgery, hernia repair with mesh, wound vac, lysis of adhesions, removal of multiple tacks, debridement, CT-scan, use of jp drain, and removal of mesh.

Manufacturer narrative:
D10: protacker product ID: 174006 lot #: p3m0283x and protacker, product ID: 174006 lot #: p4e0386x. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, adhesions and recurrence. After treatment, the patient experienced mesh removal.